Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while inserting the syringe needle through the cartridge septum, resistance was met and syringe needle bent. There was no reported impact to customer's blood glucose.